Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube fracture 245 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted around the fractured section. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 29-jun-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and mildly calcified mid right coronary artery. A 2.75x28mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. Plain old balloon angioplasty (poba) was performed and the procedure was completed. No patient complications were reported and the patient's status was stable and the patient doing well. However, returned device analysis revealed hypotube fracture.